Manufacturer narrative:
The device was returned and evaluated, and found that the scope socket sliding pin was bad causing the high intensity not to activate. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is assumed that the high-luminance mode did not function due to the failure of the slide switch, and at the same time, the lamp for high-luminance does not light up. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The olympus field service representative reported (on behalf of the customer), that the high intensity light on the xenon light source did not activate when plugged in. The issue was found during preparation for use and there was no patient harm associated with the event.